Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A packaging issue was reported with the freestyle libre reader. Customer reported receiving product from a pharmacy and the freestyle libre reader was missing from the package. As a result of being unable to test, customer experienced symptoms described as fatigue and dizziness, and he experienced a loss of consciousness. There was no report of third-party treatment. There was no report of death or permanent injury associated with this event.